Event description:
It was reported that during oa (osteoarthritis) flow diverter implantation case. After the flow diverter (subject device) deployment, the proximal of it was not properly attached to vessel wall so the operator tried to use a a stryker catheter and stent as a medical intervention to support the subject flow diverter to attach. However, after delivered the stent to the lesion it could not be advanced any more so the operator withdrew it together with microcatheter and used a different catheter and stent to finish the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 - gtin - corrected PMA/510(k) - g4 - corrected due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient¿s anatomy was moderately tortuous. A stryker microcatheter and a stryker stent used as medical interventions to support the subject flow diverter stent. After the stent deployment, the proximal end was not properly attached to the vessel wall, difficulty with the subject flow diverter stent engaging the target vessel. There were no allegations regarding the use of the subject flow diverter stent in the procedure. The flow diverter stent was not deployed prematurely during the procedure inside patient's body. It was deployed after the procedure by operator on purpose. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during oa (osteoarthritis) flow diverter implantation case. After the flow diverter (subject device) deployment, the proximal of it was not properly attached to vessel wall so the operator tried to use a a stryker catheter and stent as a medical intervention to support the subject flow diverter to attach. However after delivered the stent to the lesion it could not be advanced any more so the operator withdrew it together with microcatheter and used a different catheter and stent to finish the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.